Manufacturer narrative:
The insulin passed the displacement test, rewind, basic occlusion test and prime test. The low reservoir alarm functions properly. The insulin pump was received stuck in motor error loop during bolus and basal delivery. No motor position encoder error alarm noted in alarm history screen. No compromised force sensor system alarm or unexpected reset to factory default noted during testing. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm during fill cannula. The customer reported that they received motor position encoder error alarm and compromised force sensor system alarm as well. The customer's blood glucose was 310 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.